Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was prefilling the cartridges. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Customer reverted to an alternate method insulin therapy.